Manufacturer narrative:
The device was returned for analysis. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a proglide device using the pre-close technique via a 10f sheath prior to an electrophysiology ablation interventional procedure. A femoral angiogram was not performed. Reportedly, the suture became entangled after the lever was returned to its original position to park the foot. The proglide device was unable to be retracted; therefore, the suture was cut below the knot to allow for device removal. The sutures of two new proglide devices were successfully pre-placed. The sheath remained a 10f and the electrophysiology ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.